Event description:
A 15mm amplatzer septal occluder (aso) was implanted successfully; however, at a follow-up exam three months post-implant, an echocardiogram confirmed the aso was no longer in place. An x-ray confirmed the aso had embolized into the aorta so the patient was scheduled to have the device removed and a larger aso implanted. During explant, the snare catheter reportedly became detached from the device leaving the aso in the iliac artery. The aso could not be re-snared so the patient was transferred to another hospital where vascular surgeons surgically explanted the aso.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.

Manufacturer narrative:
Additional information: patient identifier - (B)(6). Birthdate (B)(6) 1960. According to medical records received by sjm, a 15mm amplatzer septal occluder (aso) was implanted successfully in the patient's patent foramen ovale (3 x 14mm native; balloon-sized to 15mm); 24 hours post-implant, the device appeared well-seated. Relevant tests - tee (B)(6) 2012. Other relevant history - stretched pfo anatomy with pfo opening into la onto ao/la roof, asa of remaining fossa.